Event description:
It was reported that the wake button was becoming more stiff over time. It was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer's blood glucose level was 205 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.